Event description:
It was reported that the right atrial lead had no capture at maximum output and the right ventricular lead was undersensing. The right ventricular lead was capped, the right atrial lead was removed and both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. There was blood/ body fluid on the distal and proximal conductors (not obstructed). The inner insulation was kinked buckled. The outer insulation had a white substance and a cosmetic depression. There was blood in/on the helix mechanism and sleeve head. The lead was stretched and there was apparent explant damage.